Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal variceal banding procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the speedband device was setup on a 2.8mm olympus scope and then advanced into the patient to the target site in the patient's esophagus. The physician released the first two bands without issue, however, the third band was not able to be deployed. The scope with attached device were withdrawn from the patient, a second speedband device was setup, and then the case was completed using this speedband superview super 7 multiple band ligator along with the original olympus scope. No damage was visible to the device or its packaging prior to use. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal variceal banding procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the speedband device was setup on a 2.8mm olympus scope and then advanced into the patient to the target site in the patient's esophagus. The physician released the first two bands without issue, however, the third band was not able to be deployed. The scope with attached device were withdrawn from the patient, a second speedband device was setup, and then the case was completed using this speedband superview super 7 multiple band ligator along with the original olympus scope. No damage was visible to the device or its packaging prior to use. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. There was residue present on the device which is indicative of use. The evaluation revealed that five bands remained on the ligator head; 4 blue and 1 white. However, the bands had rolled out of position. The ligator teeth were visibly damaged. Additionally, the suture loop was broken and the proximal end of the suture and distal end of the tripwire were tangled. The tripwire, which returned loosely wound around the handle spool, was bent and curled. Further analysis of the tripwire revealed that it was not cinched (secured) in the handle assembly slot and there was no visible evidence to suggest that it was cinched prior to use. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation revealed that five bands were present on the ligator head and rolled out of position. The ligator teeth were also badly damaged. Additionally, the tripwire was found to be unsecured from the handle assembly slot and there was no visible evidence to suggest that this step was ever performed.. The speedband superview super 7 multiple band ligator directions for use (dfu) notes within the initial setup section 'to pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs.' The dfu then instructs the user to 'secure trip wire in slot on handle unit.' Failure to cinch the tripwire could potentially impact band deployment by allowing slack to build up in the tripwire, which ultimately would have a negative impact on band deployment activities. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted.